Event description:
It was reported that patient had bilateral hip implants. Patient has been complaining of pain in both hips and also that his cobalt levels are elevated. Patient is scheduled to have an MRI the week of (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.